Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the coupler loose, it spins around. The issue was found during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history, b5, h6 - health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.